Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), telemetry could not be established. Ipg remains in use. No patient complications have been reported as a result of this event.